Event description:
Complainant alleged that when the autopulse platform was used with a li-ion battery that was less than a year old, it would only work for 3 seconds. No adverse patient sequelae was reported. No further details were provided.

Manufacturer narrative:
Customer also reported that when the battery was placed into the multi-chemistry charger a red led was displayed. According to the autopulse power system user guide (p/n 12457-001) if the battery charger status led is red, it is an indication that the charger was unable to charge the battery; the battery has failed the performance test; the battery has failed a test cycle. Product in complaint was returned to zoll circulation on 01/10/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The battery ((B)(4)) was returned for evaluation. Multiple attempts to charge the battery were unsuccessful. As a result, the data archive could not be retrieved for review. The customer's reported complaint was confirmed, however a root cause could not be determined.